Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a right ventricular (rv) lead impedance alert was triggered for high pacing impedance and low rv coil impedance. The lead exhibited a jump in impedance values and also exhibited high sensing integrity counter (sic). It was determined that the patient had undergone an ablation procedure the same day and it was suspected the procedure was the reason for the reported issues. The lead remains in use. No patient complications have been reported as a result of this event.